Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: concomitant: 407452 implantable pacing lead (B)(6) 2004; 5076-45 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient complained of weakness. The physician complained that at the last device was check, it was observed that the device has 3-4 months of remaining longevity, but one week after the device check, the device triggered elective replacement indicator (eri) early. The device was explanted and was replaced. No patient complications were reported as a result of this event.